Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the tubing set leaked at the upper fitment during a normal saline infusion infusing at a kvo rate on an adult patient in the outpatient clinic. The customer later stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that the tubing set leaked at the upper fitment during a normal saline infusion infusing at a kvo rate on an adult patient in the outpatient clinic. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The photo provided by the customer shows leaking at the upper fitment and silicone. The root cause of this failure was not identified.